Event description:
Allegedly, the patient had felt pains at his hip since (B)(6) 2013. So revision surgery was performed (B)(6) 2014. The surgeon wants to know the condition for articulation surfaces (cup, head), the condition for junctions (head and neck, neck and stem) and sem images on the edge loading area (if the parts has it). Medium activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00661, 00663. This event occurred in (B)(6).